Event description:
A health care worker was exposed to "a small spot of h202" on the hand. The vaporizer plate was not in place. The worker received medical care and the whiteness at the contact site resolved in 1 hour. The reporter did not provide information regarding the nature of the worker's tasks at the time of contact and the statue of cycle completion.